Event description:
Surgeon reports when using the novasure machine during a procedure, the machine cycled uneventfully but the sheath telescoped on itself and was difficult to remove. A recock and attempt to disengage the machine was undertaken and the surgeon was able to remove the sheath. At time of machine placement, the cavity integrity had been checked and the width was 4.2, length was 4.5 cm.